Event description:
The scs system including an ipg and paddle lead was implanted in the patient on (B)(6) 2008. It was reported that the patient experienced a loss of stimulation and the lead had high impedance readings. The lead was explanted on (B)(6) 2008 and returned to ans for analysis. No additional events have been reported since the explant.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.